Event description:
This css console was supporting a pt. The customer reported that the monitoring laptop computer on the css console would freeze and reboot on its own. There was no reported adverse pt impact. The pt was switched to another css console. This alleged failure mode poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.